Event description:
It was reported that the instrument would not release the tissue. No other info is available regarding this product. The device was not returned for analysis. There was no pt consequence.